Event description:
A report was received that a pt's ipg and lead were explanted due to erosion. The ipg had been completely exposed and the pt had not been receiving stimulation when the issue was reported to the physician. The pt was reportedly doing fine after the explant procedure.